Event description:
It was reported that shaft break occurred. The patient underwent a percutaneous coronary intervention. The 75% stenosed complex target lesion was located in the moderately tortuous and severely calcified circumflex artery. A 3.50 x 28mm synergy xd stent was advanced for treatment and was successfully implanted. However, when attempting to remove the stent delivery system, the shaft fractured. It had to be removed inside the guide catheter. Everything was successfully removed from the body without complications. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: the synergy xd mr us 3.50 x 28mm stent delivery system (sds) was returned for analysis. Visual and tactile inspection revealed a shaft break was noted at the site of the guidewire port. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. Microscopic analysis showed no stent was attached to the device as it was successfully implanted. Balloon profile: balloon cones were reviewed and was subjected to positive pressure. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that shaft break occurred. The patient underwent a percutaneous coronary intervention. The 75% stenosed complex target lesion was located in the moderately tortuous and severely calcified circumflex artery. A 3.50 x 28mm synergy xd stent was advanced for treatment and was successfully implanted. However, when attempting to remove the stent delivery system, the shaft fractured. It had to be removed inside the guide catheter. Everything was successfully removed from the body without complications. No patient complications were reported and the patient status was stable.